Event description:
According to the reporter, during laparoscopic lobectomy procedure, the device did not fire. Also, there was a poor staple formation. Another device was used to complete the procedure. No patient injury has been noted.